Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced palpitations and diaphragmatic stimulation as per the check from the emergency room (ER) 2 days after the implant. The device was being rechecked, and the left ventricular (lv) lead was turned off. Boston scientific technical services (ts) discussed diaphragmatic stimulation with the patient and the possibility of a lead revision and referred him to the physician. As of this time, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced palpitations and diaphragmatic stimulation as per the check from the emergency room (ER) 2 days after the implant. The device was being rechecked, and the left ventricular (lv) lead was turned off. Boston scientific technical services (ts) discussed diaphragmatic stimulation with the patient and the possibility of a lead revision and referred him to the physician. As of this time, this lead remains in service. No additional adverse patient effects were reported. Additional information received which indicated that the patient's high threshold required reprogramming.